Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the impella cp was not able to go above p3 without suction alarms. The impella cp was repositioned the next day as multiple positioning alarms occurred overnight. On day four of impella support, the impella cp was repositioned again. On day seven of impella cp support, the patient experienced torsade requiring cardiopulmonary resuscitation with return of spontanous circulation achieved. The impella appeared malposition in the chest x-ray and was repositioned. It was further reported that the patient expired on impella support. There is not enough evidence to exclude the impella cp as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation of vf/vt/af/at and positioning issues has been completed. The impella device was not returned for evaluation. The cause of the positioning issues most likely was use related due to cardiopulmonary resuscitation (CPR). As the necessary information was not provided, the root cause of the torsad arrhythmia was not determined.